Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion, and/or prying or levering the device during use, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 10/27/2025, a facility representative reported via (B)(4) that an ar-8990ds fibertak dx suture anchor disposables kit drill bit tip broke when drilling during a deltoid repair. The case was completed by opening another drill bit. The broken piece was retrieved from the patient without harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.